Event description:
While attempting to remove hardware, flexible intermedullary rods, from left tibia, the tip of the locking pliers broke off in wound. Broken tip was retrieved and wound was irrigated with saline.